Event description:
The pt was transported to the hospital via ambulance. At the hospital nurse attempted to remove the PICC line, which resulted in breaking. Pt was air lift to university hospital where x-ray indicated 7 to 8 inch of line is in the pt. Ultrasound was used to locate the remaining line. It was successfully removed via cutdown.